Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve, the valve was loaded by a certified nurse without any problems, and both visual/tactile inspection and fluoroscopic loading check confirmed a good load. It was noted that the patient had a type 0 bicuspid aortic valve, which made it very difficult to cross the valve with the pre-implant dilatation balloon; a snare was used to facilitate crossing, and pre-implant dilatation was performed with a 25 millimeter non-compliant balloon. Crossing the valve with the delivery catheter system was also difficult, requiring use of the snare again. During the initial implant attempt, the implant depth was too high, so the valve was recaptured for a second attempt. During the second attempt, an infold was visible, but due to procedural difficulty and concern about having to cross the valve again with a new system, the valve was released. The snare was difficult to maneuver due to challenging peripheral anatomy. Upon release of the valve, the valve shifted, causing a dislodge and significant aortic regurgitation, though there was no risk for coronary obstruction. Subsequently, it was decided to implant a second non-medtronic valve.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: eight fluoroscopic media files were provided. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture, and an angiogram revealed a depth of approximately 0-1mm on the non-coronary cusp in multiple views. As stated in the instructions for use, the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system retrieval, or post-implant dilatation. Subsequently, the valve was recaptured and during the subsequent deployment attempt, an infold of the valve was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Despite the infold, the valve was released which resulted in aortic dislodgement. Consequently, a non-me dtronic valve was implanted. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Though, it is known that the patient had a type 0 bicuspid aortic valve. Updated data: b5. H6. Additional codes. Corrected data: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the regurgitation noted was paravalvular leak since the valve was too high. The deployment starting point was at the bottom of the pigtail catheter and prior to dislodge, the implant depth was 3-4 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve dislodged towards the aorta to a depth of approximately -6 mm on the ncc and -2 mm on the lcc. A non-medtronic guidewire was used. A procedural delay occurred due to the preparation of a new valve.